Event description:
It was reported that during a cholecystectomy procedure, although the first firing was completed without any problems, there was some difficulty in grasping the trigger at the second firing. The jaw would not open after it held a blood vessel. As the trigger was not grasped completely, the device could be released with care. When a nurse grasped the lever, the jaw opened. However, another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.